Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0672 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that a leak from the catheter was found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned with a non-bd extension tube attached to the luer hub. Gross visual evaluation of the device was unremarkable. Functional testing of the sample found that the device was patent to infusion through the non-bd extension tubing using water and a 12ml syringe but no leakage occurred during testing. Further testing involved disconnecting the tubing, infusing through the red luer hub, pressurizing the device during infusing, and infusing while manipulating all interfacing components. No leakage was observed during any of the laboratory testing. As no leakage was observed during testing, and no potential cause of leakage was found during the evaluation, the complaint was unconfirmed. A lot history review (lhr) of rebx0672 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak from the catheter was found. There was no reported patient injury.